Manufacturer narrative:
The remote service engineer assessed the device with customer's assistance. It was determined that the device's therapy capacitance is defective, which requires its replacement. The device is still with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of therapy capacitance. The reported problem was confirmed. Based on the information available and the testing conducted, the reported problem was confirmed, and determined to be due to a defective capacitance. Therapy capacitance was order to resolve this issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse determined that therapy capacitance was ordered to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm100, noting that therapy test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.